Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was applied to the bile duct. The surgeon noted that the clipper functioned appropriately for two firings, but subsequently the teeth of the clipper crossed over in an "x" configuration, resulting in the bile duct being cut rather than clipped. This led to a severed bile duct, bleeding at the site, and bile leakage into the abdomen. A clip component fell into the cavity of the patient and was retrieved. The surgical time was extended by 30 minutes or more due to the product problem, and the delay necessitated repairing the site and washing out the abdomen to evacuate contaminated bile leakage.